Event description:
An abbott field service technician observed evidence of fire on the cell-dyn ruby analyzer pump relay cable. No injuries occurred. All voltage test points were tested to troubleshoot the issue. Replacing the pump resolved the issue.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.